Event description:
It was reported that a vns patient¿s device was interrogated and lead impedance was high at >10,000 ohms. The patient¿s mother stated the patient had been complaining of pain, but more in the chest area. The generator has dropped to the left breast level. In relation to the migration, it was stated the pain and discomfort wasn't there all the time but was not due to stimulation. The migration event has been reported in MFR report# 1644487-2017-03017. The lead and generator were replaced on (B)(6) 2016. The explanted devices were discarded by the explant facility. Additional relevant information has not been received to-date.